Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing has been performed on lot 257061. All results met accuracy criteria. Date: (B)(4) 2012, inratio: 2.3, lab: 1.8, mean: 2.05, confidence limits: 1.3 - 2.7, pass/fail: pass; (B)(4) 2012, 2.0, 1.5, 1.75, 1.2 -2.3, pass; (B)(4) 2012, 2.5, 1.9, 2.20, 1.4-3.1, pass; (B)(4) 2012, 2.1, 1.6, 1.85, 1.2 -2.3, pass; (B)(4) 2012, 2.5, 1.9, 2.20, 1.4 - 3.1, pass; (B)(4) 2012, 2.5, 1.8, 2.15, 1.4 - 3.1, pass; (B)(4) 2012, 2.8, 1.9, 2.35, 1.4 - 3.1, pass. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Conclusion: analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. History of in-house retain strip testing for strip lot in complaint was reviewed. Results met accuracy criteria. Root cause could not be determined. (B)(4). Due to this low occurrence rate, below the total complaint action threshold monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6), inratio: 2.3, lab: 1.8; 5/31, 2.0, 1.5; 5/31, 2.5, 1.9; 5/31, 2.1, 1.6; (B)(6), 2.5, 1.9; 6/6, 2.5, 1.8; 6/6, 2.8, 1.9. Customer performing new correlation with discrepant results. Caller has used multiple meters and strip lots and continues to get results that the facility is not comfortable with. Caller reports new correlation done by one person to eliminate procedure variables. Therapeutic range 2-3.